Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with black display due to faulty lcd board noted. Unable to perform any test.

Event description:
The customer reported via phone call that the insulin pump had change sensor alert and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value was 152 mg/dl. The customer¿s blood glucose value from reported event was 125 mg/dl and the sensor glucose was 59 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 59 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device will be returned for analysis.